Event description:
Customer reported that their pump screen was dark and would not turn on. The customer's blood glucose level exceeded the acceptable range, although specific values were unknown as the display showed "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) without assistance from a third party. Technical support instructed the customer to ensure the pump was not plugged into a power source before attempting to use it, and later advised plugging it in to see if the screen would turn on. Once connected to a power source with known working charging supplies, the pump displayed a welcome message screen. The customer understood that the pump had shut down due to not charging the battery. Technical support provided education on pump reset procedures and battery maintenance tips, which the customer acknowledged and understood.